Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the gui cpu pcb. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient the graphic user interface (gui) on an 840 ventilator went inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.